Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review revealed no alarm or malfunction that could have caused or contributed to the reported problem. A visual inspection was performed with no issues noted. A functional test was performed and it revealed no issue that could have caused or contributed to the reported problem. Review of the service history revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death and it was not reported if the patient was connected to the baxter healthcare homechoice device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient passed away. The telephone number for the contact was reported as: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.